Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2015 with a bifurcated stent and a suprarenal aortic extension. On (B)(6) 2016 a follow up computed tomography (CT) showed a potential type 3b endoleak as well as a potential type 2 endoleak. Additionally the CT showed a decrease in aneurysm sac size and possible pinched main body stent in the iliac limb. The physician has elected to monitor the patient. A secondary endovascular procedure has not been completed or scheduled at this time. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the following; a decrease aneurysm sac size, a type 2 endoleak, and narrow blood lumen at the bifurcation and bilateral iliac arteries due to pre-existing narrow anatomy. The following reported events were refuted; unknown endoleak, rather there was a 4mm increase of the blood pool (fabric billowing), and there was no progressive narrowing of the bifurcation. The clinical evaluation additionally identified the following contributing factors to the reported event; off label use due to patient anatomy and the presence of multiple patent lumbar arteries. The review of the manufacturing lot confirmed all devices met specifications prior to release. The physician continues to monitor the patient, there have been no additional adverse events reported for this patient. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.